Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify a lot specific issue. Based on the available information, the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported poor image resolution was due to operational context. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. Imaging was challenging. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient anatomy. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After deployment, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.